Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, after squeezing the handle once, it could not be continued. After opening the jaws, some staples were found on the reload. Also, the instrument locked on tissue and was removed by pulling the home button to open the jaws. Another device was used to resolve the issue and complete the surgery. There was no patient injury.